Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 425 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. Customer is unable to remove set at this time to test site of infusion set. The customer was explained there may be possible site/set occlusion. The customer was advised to change the entire infusion system. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 425 mg/dl. Customer declined troubleshooting for high blood glucose.